Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock and incorrect interpretation of signal. It was noted that the patient had supra ventricular tachycardia and the device gave therapy unnecessarily. Programming changes were performed. The patient was in stable condition.